Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a caesarean section, the suture appeared to be frail and upon suturing the uterus the suture broke. Another product was used to continue the procedure. There was no patient injury.